Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge service technician investigated the customer¿s complaint with the device not charging batteries. Technician found the ac led indicators was not lit on the cardiosave cart. Tech confirmed power issue was caused by the wall receptacle which had no ac power. Tech moved the device to a known good wall receptacle. Verified the batteries were taking a charge. Functional tested without any further issues. Batteries were received on 8/12/22. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to the customer and cleared for clinical use.